Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that 2 screws loosened in the patients mouth. The doctor retightened the screws and will replace them when they receive the replacement screws.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The calibration results were in the expected range. The investigaiton determined that a sample-specific discrepancy caused the event, and false reactive results may occur with the assay. Per product labeling, "the specificity of elecsys hiv duo in individuals at low risk for hiv or negative for hiv is 99.90% (6887/6894) with 95th percentile confidence limit of 99.79% to 99.95%. The sensitivity of elecsys hiv duo in individuals at high risk for hiv was 100% (162/162) with a 95th percentile confidence limit of 97.68 % to 100%." "Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the assay is performing within specification.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes was removed: 4114. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the reported screw for evaluation. Visual evaluation was performed, signs of use with wear and debris. No damage to the threads however there was damage found to the drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, malfunction has occurred with the drive feature. The reported event for loosening is non-verifiable and damage drive feature is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.